Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device blade got a crack in it while being used on a metal uterine manipulator. The blade broke outside the patient while the tech was cleaning the device. A metal rumi was also used. There was no injury to the patient.